Event description:
While onsite to perform pm service, the customer reported to the manufacturer's service technician that the nurse call alarm was not working. The service technician reported testing of the nurse call alarm failed. During inspection of the remote alarm jack, the service technician noted there was a large amount of lint balled up inside the jack. The customer reported that the remote alarm had not been used for some time. The lint ball was removed and the remote alarm retested and passed to specifications. Failure of the nurse call alarm may result in no alarm to the remote alarm station when the ventilator alarms. The ventilator was not in use on a patient therefore, there was no patient involvement or harm. Performance verification testing was completed, and all tests passed per operating specifications.

Manufacturer narrative:
Lint inside remote alarm jack.